Manufacturer narrative:
(B)(4).

Event description:
New information received states noise on the right ventricular lead had worsened as there were more frequency episodes. Performing a x-ray imaging and possible lead revision were recommended. No further information is available.

Event description:
It was reported that multiple episodes of noise, inhibiting bi-v pacing were observed. The patient was asymptomatic. Noise could not reproduce with isometrics. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.